Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece plastic handle came off prior to bone resection of distal bone cuts with angled saw blade. Case type: tka.

Event description:
Mics handpiece plastic handle came off prior to bone resection of distal bone cuts with angled saw blade. Case type: tka.

Manufacturer narrative:
It was reported that the mics handpiece plastic handle came off prior to bone resection of distal bone cuts with angled saw blade. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: device history records indicate (B)(4) were manufactured under lot k0a3c and 23 devices were accepted into final stock on 9/16/2017. A review of qt17-09-0021 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0a3c shows 01 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.